Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low flow alarm with syncopal episode on the night of (B)(6) 2022. There was also a pump stop that day for about 10 minutes due to suspected short to shield. The patient was on wall power at the time of the pump stop. The patient was symptomatic, losing consciousness twice. The patient called the hospital that night but their syncope and low flows were determined to be due to hypotension at the time. The patient was reportedly asymptomatic after the first episode. The log file review showed 5 pump stops and 5 low speed advisories on (B)(6) 2022. Issues with the percutaneous lead were suspected as the main cause of these events. It was recommended to stay on battery power or use an ungrounded cable. On (B)(6) 2022, tech services was onsite to perform a driveline repair. Visual inspection showed significant damage to silastic layer and rescue tape covering majority of driveline. Due to tears in this layer close to the patient exit site the driveline was opened approximately 3" from skin. Tech services noted areas of shielding breakdown and oxidation after removing bionate. The procedure was performed without further issue and the patient was provided with care instructions.

Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. The existing damage to the silastic layer and previous rescue tape application is covered under MFR # 2916596-2022-12995. Manufacturer's investigation conclusion: review of the submitted and retrieved log files confirmed low speed and pump stop events that appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned dl did not confirm any wire damage that would have contributed to these events. The submitted and retrieved log files captured several low speed and pump stop events on (B)(6) 2022 and (B)(6) 2022 when the patient was either fully or partially supported by the power module. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The distal end of the dl was returned, measuring approximately 20.5¿ from the controller connector (cc). Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Rescue tape was observed applied over the entire length of the silicone jacket. Upon removal of the tape, damage to the jacket layer was observed (refer to MFR 2916596-2022-12995). Upon disassembly of the dl, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was stable after the repair, and no alarms have reoccurred.